Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient was seen for a regularly scheduled follow-up appointment where interrogation revealed this device to be in safety mode. The physician elected to explant and replace the device to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Event description:
It was reported that this patient was seen for a regularly scheduled follow-up appointment where interrogation revealed this device to be in safety mode. The physician elected to explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device was received for analysis.